Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys rubella igg immunoassay (rubigg) on a cobas 6000 e 601 module (e601). The sample initially resulted with an rubigg value of 33.39 ui/ml (reactive). The rubella igm value from the sample was 0.291 coi (non-reactive). Some days later, a sample from the patient was measured for rubella igg and rubella igm in a different laboratory and both test results were negative. On (B)(6) 2018, the original sample was repeated twice, resulting with rubigg values of 37.08 ui/ml (reactive) and 35.12 ui/ml (reactive). This sample was also tested with a rubella avidity assay manufactured by chorus-diesse on (B)(6) 2018 and this value was negative. No adverse events were alleged to have occurred with the patient. The serial number of the e601 analyzer is (B)(4).

Manufacturer narrative:
Based on the results of further testing, the customer¿s results were confirmed as correct positive for both samples. The investigation did not identify a product problem.

Manufacturer narrative:
A sample from the patient was provided for investigation. During the investigation, the result obtained by the customer was duplicated.